Event description:
On (B)(6) 2013, it was reported that the patient had been in the hospital with a blood glucose level around 1000 mg/dl in (B)(6) 2011. The patient changed his infusion set several times throughout that day because he had elevated blood glucose. It was reported that a cannula that the patient used had bent. The patient was put in an artificial coma for 1.5 days. The patient discarded the infusion set; therefore, no product will be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product available to be returned.

Manufacturer narrative:
The infusion set was discarded by the patient. Therefore, no testing could be performed on the infusion set. No product was returned.